Manufacturer narrative:
The device is past the end of support date and no parts are available to repair the device.

Event description:
The customer reported that the device paddle failed during testing. There was no patient involvement.